Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the angle-wire was worn which caused the angulation and the up/down knob to be out of standards. There was a crease in the screen of the charged coupled device, the light guide lens was broken, the adhesive of the bending section was broken, there was damage to the channel tube that caused a leak, scratches on the charged coupled device lens, and the electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or additional information becomes available.

Event description:
The customer reported to olympus, during routine maintenance, the evis lucera duodenovideoscope's forceps elevator was broken. The evaluation found that the light guide lens was dirty. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to invasion of foreign material through tiny gap around light guide (lg) lens or corrosion due to water invasion. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that patients or operators who use device for next procedure may be in danger of infection in case insufficient cleaning/disinfection/sterilization is conducted on device. ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.